Event description:
The customer reported the ventilator restarted without alarm while in use on a patient. The customer reported there was no patient harm. During evaluation, the manufacturer's service technician reported upon power up of the device it would perform a restart and alarm. Review of the device diagnostic log noted an occurrence of a 24/+-12v/power fail condition followed by a restart occurrence. The service technician reported that during testing the ventilator would not transition to the backup or external battery. The service technician replaced the power supply and batteries to address the reported problem. The service technician reported all alarms functioned to specification during testing.